Event description:
It was reported that the t:slim x2 pump battery would not charge despite being plugged in with the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. A replacement tandem cable and wall adapter were sent to the customer via two-day shipping. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.